Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow fault flag. A specific cause for the reported decrease in flow could not be conclusively determined through this evaluation. The submitted system controller event log file captured one low flow fault flag on (B)(6) 2021 which was not sustained long enough to result in a low flow alarm. Of note, a slightly elevated pulsatility index (pi) value was captured when average flow decreased below the typical range. No other notable alarms or events were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was listed for transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated pulsatility index and drops in flow which were unrelated to blood pressure. Right heart catherization and echocardiogram was done. Log file analysis captured pulsatility index events throughout the log file.